Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level. The high blood glucose level of customer was 600mg/dl at the time of the incident. The current blood glucose level of customer was not known. It was found that customer was using the insulin pump system within 48 hours of reported high blood glucose event. It was found that customer had not experienced symptom at the time of incident. It is not known whether the automode feature of the insulin pump was active or not at the time of the incident. It is not known how the customer was treated for high blood glucose level. The insulin pump will not be returned for analysis.